Manufacturer narrative:
Discrepant abo grouping result for one patient. Most probable root-cause is a use error, a user having erroneously labelled the sample tube. No general product failure is identified. No biased result was reported to the physician. The patient was not harmed. Complaint: (B)(4).

Event description:
Complaint reporter is reporting a discrepant abo grouping result for one patient using biovue technique in conjunction with their ortho vision max biovue analyzer. Complainant: dr. (B)(6) - physician. Event date: (B)(6) 2017. Reported on: 07 march 2017 by dr. (B)(6) to the helpdesk. Software version: 4.8.0. Reagent: ortho biovue system abd confirmation cassette lot acc023f exp. 19 august 2017. Patient information: patient known to be of a(abo1) group. The customer said that, on (B)(6) 2017, they had tested a patient sample for abo grouping using ortho biovue system abd confirmation cassette and that they had obtained negative reactions with biovue anti-a(abo1) and biovue anti-b(abo2) reagents and a negative reaction with biovue anti-d(rh1) reagent. The customer said that, the result was blocked by their laboratory information system (lis) as it was not matching the patient¿s historical data. The customer said that, on the same day, they noticed the discrepant abo grouping result is related to a mislabeled sample tube. No further detail was provided. The customer said that no other test was affected. The customer said that no erroneous result was reported to the physician. The customer said that the patient was not harmed as a result of this event.